Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the architect i2000sr generated smoke from the scc power source and then it shut down. The customer immediately disconnected the power. There was no fire observed. There was no impact to patient management, user safety, or facility damage reported.

Manufacturer narrative:
Upon a subsequent site visit, the field service engineer (fse) identified that the scc f+/f_win7 power supply within the scc computer failed. The fse replaced the scc power supply which returned the analyzer to normal function. There were no subsequent reports of smoke from the analyzer or the scc after the replacement. A review for similar complaints identified one additional complaint of smoke from the scc f+/f_win7 power supply; however, no deficiencies were identified and no trends for the issue were found for the part or the architect i2000sr systems. A review of the architect, serial number (B)(4) service history was performed and found no contributing factor on or around the date of the event. Return testing was not completed as returns were not available. A review of labeling found the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The I system service and support manual provides instructions for replacing the power supply. The 2018 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no product deficiency was identified for the architect i2000sr; serial number (B)(4), or the scc f+/f_win7 power supply.